Event description:
It was reported that the patient with this pacemaker was admitted to the hospital after an episode of syncope due to oversensing. There was up to five seconds of asystole with pacing inhibition. It was noted that no alert was transmitted, but when interrogated with a programmer it revealed that this pacemaker was operating in safety mode. Premature battery depletion (pbd) was suspected as it was noted five years of battery life was estimated to be remaining. This patient is pacemaker dependent, so device explant was performed. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for analysis.